Event description:
Material# 515056, batch# 2309302. It was reported by customer that observed liquid in between c100-o and locking injector verbatim: observed liquid in between c100-o and locking injector.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2309302, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. During manufacturing, leakage testing is performed, penetrating the membrane ten times to verify if any leaks occur. Testing was reviewed for lot 2309302, all results were found to be within specification. Retained samples of the same lot were used for additional evaluation. Functional testing was performed, penetrating the injector along with a sample component ten times, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.